Event description:
Hcp reported the pt presented with signs that might indicate intrathecal baclofen withdrawal. A refill was performed in 2004 and the pt reported withdrawal-like symptoms starting 11 days later. The expected residual volume was found to be 9.6ml and the actual residual volume was 13ml. Multiple attempts for more info were unsuccessful.